Manufacturer narrative:
Device evaluated? Analysis of the pump found a motor feedthru anomaly of shoring across the insulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 8.0mg/ml at 0.05 mg/day, clonidine 350mcg/ml at 2.19 mcg/day, and baclofen 60mcg/ml at 0.375 mcg/day via an implantable pump for non-malignant pain and peripheral neuropathy. Therapy was ongoing. The patient was taking no other narcotics at the time of the event. Medical history included lumbar post laminectomy syndrome with left foot pain status post second metatarsal head removal and non-healing ulcer. On an unknown date, the patient heard the pump beeping, called their hcp office and made an appointment for the next morning. On (B)(6) 2015, the patient presented to the emergency room (ER) with nausea, vomiting, and was worsening. They experienced withdrawal and discomfort rated 10/10. The pump was interrogated and revealed three alarms were occurring; reset, safe state, and motor stall. The pump went into safe mode and went to minimum rate after stalling. The case was discussed with pain management. The pump had 10 months to estimated elective replacement indicator (eri). It was unknown why the pump stopped. On (B)(6) 2015, the device was replaced and the patient recovered without sequelae. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.